Manufacturer narrative:
Per tandem¿s t:slim user guide: ¿check that your luer-lock connection between the cartridge tubing and the infusion set tubing is tight and secure.¿ no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer did not see drips of insulin after fill tubing. The customer disconnected the luer lock connection to the infusion set and reconnected the same tubing to the luer lock connection. Reportedly, the customer was able to successfully fill the tubing. The customer's blood glucose level was not impacted.